Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to use the clinican found the dilator would not "click/lock" onto the sheath hub. They do not know if this caused a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The report that only a small amount of force was required to unlock the dilator from the sheath was confirmed. Returned was a 7fr dilator inside a saf sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator removed it from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions while viewed under a microscope. The od of position 1 measured 0.1441 inches and position 2 (rotated 90 degrees from position 1) measured 0.1450 inches. Both measurements were less than the minimum dimension specification of 0.149 - 0.151 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.146 inches, which met the dimension specification of 0.144 - 0.147 inches per the sheath graphic. The device history records were reviewed with no relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.